Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch/lot: 18775850/ 18775848.

Event description:
It was reported that the patient had an infection at the ipg site and the ipg was protruding out of the incision. The patient underwent explant procedure and the explanted devices were not released by facility.